Event description:
It has been reported that during this procedure, the device failed to pace. The device was removed and replaced with another to complete the procedure. There is no report of pt injury. No further pt info is available. The device is being returned for evaluation.